Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the lx107 device was received with the handle coating damaged. Also, the jaws were noted to be misaligned. No functional test was performed. The event reported was confirmed and it is related to improper use of the device. Please note that as stated in the IFU: all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. Please reference the instruction for use for more information. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during an unknown procedure, clip applier will no longer hold the clips and the coating is cracked on the handle and a few the tips are crossed. There was no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4: batch # unk. . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.